Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed. One 5 fr triple lumen powerpicc provena catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A microscopic observation revealed one small ¿y¿-shaped spilt and one small ¿v¿-shaped split in the catheter near the 4 cm depth marker. These two splits were observed to be on directly opposite sides of the catheter tubing from each other, suggesting the catheter tubing was punctured. The edges of the splits were observed to be straight and distinct, and the fracture surfaces were observed to be mostly flat and smooth with some uneven areas at the corners of the angled splits. Striations were also observed on the fracture surfaces of both splits. The shape, texture, and location of the observed splits indicate the catheter was damaged by a sharp instrument such as a needle. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the patient had a powerpicc implanted on (B)(6), 2023. On (B)(6), 2023, bleeding occurred from the insertion site. When the catheter was pulled out by approximately 1 cm during hemostasis, it was found that blood leaked from the part near the insertion site. Blood transfusion was performed through the triple-lumen main lumen, and the other two lumens were locked. Bfluid injection and antibiotics were administered after catheterization. The device was removed and another new catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that the patient had a powerpicc implanted on (B)(6) 2023. On (B)(6) 2023, bleeding occurred from the insertion site. When the catheter was pulled out by approximately 1 cm during hemostasis, it was found that blood leaked from the part near the insertion site. Blood transfusion was performed through the triple-lumen main lumen, and the other two lumens were locked. Bfluid injection and antibiotics were administered after catheterization. The device was removed and another new catheter was replaced. There was no reported patient injury.